Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesired sensations caused by stimulation as well as a little improvement in their tremors. The physician assessed that the lead was placed sub-optimally. The patient underwent a revision procedure where the lead was explanted and replaced and is doing well post-operatively. The lead was retained by the medical facility and will not be returned for analysis.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020.